Event description:
It was reported that the left ventricular (lv) pacing lead impedance measurements were variable ranging from 896 ohms to 280 ohms. Automatic lv capture threshold testing indicated no capture at 5.0v @ 0.4ms. Capture was achieved at 2.7v @1.0ms and the device auto adjusted the output to 3.7v @ 1.0ms. It was noted that the patient was hospitalized for an unrelated condition. Technical services reviewed the data and noted that the lv automatic threshold testing had not been running consistently for an extended period. Ts provided programming options and recommended possible x-ray to see if the lead has moved. The lv lead remains implanted. No adverse patient effects were reported.